Manufacturer narrative:
Concomitant products: 672625 adaptor, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a possible inappropriate shock and the lead integrity alert (lia) triggered for high rate non-sustained episodes and high sensing integrity counter (sic) which was noted to be a result of electromagnetic interference (emi). The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.